Event description:
Information received with return of the explanted device notes that the patient was seen for a routine follow-up and upon exa mination, the device exhibited no output. The device did not respond to the programmer.~~~

Manufacturer narrative:
H6-final analysis found no output or telemetry due to a lock up condition in the analog processor.